Manufacturer narrative:
Failure observed during the associated ICD analysis. It is believed that the lead arched to ICD causing a low impedance path that resulted in damage to the output circuitry of the ICD. Arc mark contained metals that are used in the lead. The lead remains implanted.

Event description:
The device was replaced due to patient receiving inappropriate therapy. The device was checked and it was noted that it was not possible to check the high voltage due to high impedance.